Event description:
It was reported that 14 months post implant a realize band, the patient was experiencing a lack of restriction. Each time the patient had an adjustment, only 2ccs could be added. The surgeon suspected there was a leak. Testing was performed and a leak was detected in the septum. It is unknown how many adjustments the patient had, the exact testing performed to detect the leak and how much fluid was in the band. The port was removed and replaced. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Informsation anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = septum leaking. The injection port was returned for evaluation. Upon visual inspection, a blue color was observed inside of the injection port, result of the fluoroscopy test. Upon microscopic evaluation, 14 punctures were noted on the septum. A leak test was performed on the injection port with unsuccessful result, leak was found on septum. Upon microscopic evaluation leak was localized. The complaint was confirmed. Several attempts to have additional information on the type of needle used by the surgeon were requested, with no response. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event. A review of the product's instruction for use (IFU) was performed and it was noted that leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. It is also stated that only a huber (non-coring) needle need to be use when performing gastric band adjustments. If any other type of needle is used, this may damage the injection port septum. One possible scenario is that surgeon use a coring needle, and therefore damaged the septum.